Manufacturer narrative:
One used 6fr angio-seal sts plus device and a second 6fr angio-seal that was used outside the sterile field in order to check the functionality of the device after the first one failed to deploy were returned for evaluation. Two plastic pouches and one arteriotomy locator was returned as well. Both devices were deployed and the anchor and collagen were still attached to the suture. There was evidence of tamping present on both the devices but collagen appeared to be crushed without sufficient swelling. In one device there was no presence of blood like substance noted while in another reddish brown coloration could be seen. The device which appeared to be used was cut through the distal part of the hemostasis sheath and another cut was present at the distal part of the tamper tube. Both cuts were sharp and showed no jagged or torn edges suggesting usage of a razor or a blade. Based on the returned device and provided complaint information, the complaint is confirmed for deployment difficulties. It can be definitively said that the collagen did not encounter arterial blood flow for sufficient time which was the cause of insufficient swelling of the device. It is possible that the event was a non-deployment pullout and the cut was made to post pullout to check presence of collagen since the cuts in tamper tube and sheath correspond in relative positional terms, but, based on given information this cannot be confirmed. The causes of non-deployment include obstruction of the tip of the device by the posterior wall of the artery or by hard calcium deposits. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided; date of birth - requested, not provided; weight - requested, not provided; ethnicity - requested, not provided; race - requested, not provided.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the footplate on the angio-seal device did not deploy or lock in when inserted onto the patient. The device was removed and manual pressure was applied. The patient was reported to be in stable condition. Additional information was received on 5/18/18. It was reported that many devices were used during the procedure but nothing in conjunction with the angio-seal device. There was no difficulty with arterial access. The procedure being performed was a peripheral intervention. The procedure outcome was reported to be a success.